Manufacturer narrative:
Analysis of programming history.

Event description:
MFR review of a vns pt's programming history identified that an interrupted systems diagnostics test caused the settings to change on (B)(6) 2004. The change in settings was noted at the same visit and the settings were corrected, except for the off time which remained at 60 minutes. The off time was not corrected until (B)(6) 2005.